Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricle (rv) lead exhibited high capture threshold. The rv lead was explanted and replaced. There were no patient consequences reported.

Manufacturer narrative:
The reported event of high pacing threshold was confirmed. A partial distal portion of the lead was returned in one piece. An external insulation abrasion was found at the distal region of the lead breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the external insulation abrasion exposing the outer coil which is consistent with friction to another device or feature of the patient anatomy.